Event description:
It was reported that stent damage occurred. The 20mm x 3.0mm, concentric, de novo, <=45 degree bent, 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. Predilatation was performed with an unspecified balloon catheter. A 3.00x24mm promus element stent delivery system was selected to treat the lesion. During the procedure, the device could not cross the lesion. The physician withdrew the device and found that the distal section of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Batch lot number corrected from: 16234622 to 16238923. Device evaluated by MFR: the device was returned for analysis. The device was received in four sections as a result of 3 breaks in the hypotube. The first break was located approximately 25.5cm distal to the strain relief. The second break was located approximately 82cm distal to the strain relief and third break was at 86cm distal to the strain relief. All sections of the hypotube breaks were severely kinked at various locations along their lengths. An examination of the crimped stent identified that the stent was kinked towards its mid- section. The distal end of the stent struts were misaligned and raised. No other damage was visible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 20mm x 3.0mm, concentric, de novo, <=45 degree bent, 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. Predilatation was performed with an unspecified balloon catheter. A 3.00x24mm promus element stent delivery system was selected to treat the lesion. During the procedure, the device could not cross the lesion. The physician withdrew the device and found that the distal section of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.